Manufacturer narrative:
On (B)(6) 2022, device evaluations were completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and it revealed a leakage, caused by valve delamination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 375cc mentor siltex round moderate profile on both sides and experienced breast implant deflation on her left side postoperatively. The issue was diagnosed after physical exam. On (B)(6) 2022, mentor became aware that the date of surgery was (B)(6) 2022. On (B)(6) 2022, the mentor failure analysis lab received two devices for evaluation. On (B)(6) 2022, mentor became aware that the replacement devices used on (B)(6) 2022 were catalog number shpx560; serial number (B)(4) on the right side, and catalog number shpx560; serial number (B)(4) on the left side. On (B)(6) 2022, device evaluations were completed. Since both devices received were found to be ruptured, and no information provided regarding the sides, device lot number 5567837 is being reported as right side device until additional clarification or information is received. At which time supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.